Event description:
It was reported that noise was noted on the device. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number 2017865-2023-14327. Additional information received indicating the noise resulting in oversensing was suspected to be due to the right ventricular (rv) lead. There is no allegation on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.